Event description:
During an unk procedure, the device could not articulate normally. It seamed that the gear to articulate was misaligned. Another device was used to complete the case. No pt consequences.